Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2025. The patient had been hospitalized due to peritonitis. No additional details were provided in the initial reporting. No date of hospital admission was provided. Previously, on (B)(6) 2025, the patient was reportedly hospitalized for peritonitis. Follow-up details for this previously documented event were limited. It is unknown if the patient was ever discharged from that hospitalization. The cause of the patient¿s death was not provided. It was not specified if the peritonitis event was related to the patient death. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a probable temporal relationship between peritoneal dialysis and the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis, however; there is no evidence of a temporal relationship between use of the liberty select cycler and the patient death. There is no report of the patient being in active treatment at the time of death. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis and death and the use of any fresenius product(s). Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Even though a cause of death is not available, dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and sudden cardiac arrest attributed as the single largest specific cause. Based on the limited information and no evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis with hospitalization and subsequent death.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2025. The patient had been hospitalized due to peritonitis. No additional details were provided in the initial reporting. No date of hospital admission was provided. Previously, on (B)(6) 2025, the patient was reportedly hospitalized for peritonitis. Follow-up details for this previously documented event were limited. It is unknown if the patient was ever discharged from that hospitalization. The cause of the patient¿s death was not provided. It was not specified if the peritonitis event was related to the patient death. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.